Event description:
Narrative from staff: dr. Was using a davinci robotic stapler to perform a right upper lung lobe wedge resection. 3 fires were completed without incident, the fourth attempt to fire the stapler the staple line did not cut completely. Another attempt with a black load and it would not fire, and it also would not allow the override force option. Two covidien handheld staplers were given and would not cut because of staples being in place. The initial robotic stapler was replaced, and the wedge was completed with the second davinci stapler. The stapler was set aside per the direction of the davinci sales rep. Manufacturer response for staple, implantable, sureform (per site reporter) to save the device for return.